Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 60 stapler instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 black reload was installed into the sureform 60 stapler and could not be opened. It was found that the reload was blocked. The user was completing the procedure as planned using a backup sureform 60 black reload with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: after using the stapler (stitching and cutting the tissue) the jaws did not open. Gently, slowly, the customer managed to slide the tool off the cut tissue. There was no need to use a key. It was not possible to open the stapler jaws from the outside.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have an I-beam sleeve damage. The I-beam assembly could not be manually driven all the way out. This failure likely caused the 'max unclamp force' failure observed. The instrument was found to have 28 clamping failures based on dsp log review. The master supervisory controller (msc) documented the shows the failure mode of 'tool force expired' and 'unclamping failure / general failure'. Suspected cause of failure during initialization on sureform stapler instruments are based on the investigation result of I-beam sleeve damage. In addition, the sureform 60 black reload was returned with the sureform 60 stapler. The reload underwent an inspection and no product issue was identified. All staples had been fired, and both the shuttle and shuttle knife were found to be intact and functional. Based on the investigation, no product defect was detected, and the reported complaint appears to be associated with the stapler rather than the reload itself. Surface scratches were observed on the reload, likely resulting from the customer forcefully removing it after the stapler failed to open. This does not constitute a component defect. The probable root cause is attributed to damage to the I-beam sleeve, which impaired normal instrument function and prevented proper I-beam movement. Furthermore, the probable root cause of scratches in the reload is attributed to user-induced damage, as surface scratches on the reload are consistent with forceful removal after the stapler failed to open.